Manufacturer narrative:
Product event summary: the afapro28 with lot number 14343 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for four injections on the event date. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than two minutes. The temperature, flow and pressure profile were as expected in multiple applications. Dissection testing did not show any cracks in the injection line all over the shaft or at the coil section. Pressure testing did not show any leaks or traces of liquid/blood inside the catheter. The historical data for (thrombus) with balloon catheter did not show any more occurrence with the complaint catheter. In conclusion, the reported ¿thrombus,¿ has not been confirmed through testing. The balloon catheter passed the returned product inspection as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: images and video files were returned and analyzed. The returned image files were from the fluoroscopy screen. The video showed a piece of coagulated blood floating in the heart and being aspirated through the sheath. The returned image also showed a small blood clot on a piece of gauze pad that was removed from the patient's body. In conclusion, the reported thrombus is a clinical adverse event encountered during the procedure. The reported ¿black piece swimming¿ and thrombus was confirmed as hemorrhagic clot through returned image and video. The physical product is in transit to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after opening the balloon and occlusion testing with contrast media, there was a "black piece swimming" through the left atrium. The object was able to be retrieved and removed. It appeared to be clotted tissue. The procedure was aborted. The tissue was sent to the histology lab for further testing and it was reported that it was a hemorrhagic clot filled with contrast. No further patient complications have been reported as a result of this event.